Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the attachment device had a worn bearing, produced heat and could not insert cutter. It was further determined that the device failed pretest for cutter insertion: (cutter should insert and remove easily). It was noted that the inside of the attachment device was very damp which made the attachment device too hot. It was further noted that the attachment device had defective bearings. It was noted in the service order that the device was not functioning properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).